Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident. The customer was treated with spoon of sugar. Customer declined to troubleshoot for low blood glucose. Customer stated that the auto mode feature was not active at time of low blood glucose event. The device will not be returned for analysis.